Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using the dade innovin reagent. On (B)(6) 2018, the customer tested by fingerstick on the meter and received a result of 5.5 inr. Within 30 minutes the customer had a lab test and the result was "3. Something" inr. The customer was unable to provide the specific result. On (B)(6) 2018, the customer tested by fingerstick on the meter and received a result of 5.6 inr. Within 30 minutes the customer had a lab test and the result was 4.0 inr. This test was performed with a different strip lot 353497-23 and was reported in MDR 1823260-2018-04852. The patient has a therapeutic range of 3.0-3.5 inr. The customer has no hematocrit issues, no antiphospholipid antibodies, not on heparin or direct thrombin inhibitors, no new medications or diet changes. Customer has not experienced any bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.